Manufacturer narrative:
Approximate age of device - 3 years, 6 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the hospital with cerebro-vascular accident symptoms and was found to have two separate hemorrhagic cerebro-vascular accidents. The patient was transitioned to palliative care and expired on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date rec'd by MFR: manufacturer's aware date was inadvertently omitted from previous report. The correct date was 06sep2019. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.